Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms for a year. Customer's blood glucose was 128 mg/dl customer states blood glucose at no delivery received on november 1st was 243 mg/dl and set was not changed. Customer declined troubleshooting for no delivery. Customer was advised to call should issue persist. No further information provided.